Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Protective lens is cracked. And battery compartment broken was noted. Functional testing was performed. The device 2failed downstream occlusion calibration, confirmed through, calibration routine. The allegation made by the complainant was confirmed. The dso sensor, battery compartment and protective lens were replaced. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the device failed downstream occlusion calibration. There was no patient involvement and no harm/adverse event reported.